Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath prior to a micra procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 23f and the procedure was completed. Reportedly, when pulling the blue sutures to close the vessel, both sutures snapped under the skin, causing them to look frayed when removed from the body. An additional proglide was inserted, but a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.